Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was discovered. While the taxus express2 3.5x20mm drug eluting stent was being prepped for a procedure, it was noticed that there was a bend in the stent. The damaged stent was exchanged for another taxus stent and the procedure was successfully completed. No pt complications were reported. Pt status is satisfactory.